Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No battery alarms could be verified due to the blank display. No vibration anomaly was noted during testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 123 mg/dl. The customer reported an unexpected restart by the insulin pump. The customer reported receiving a low battery alert from the insulin pump and then the insulin pump turned off. The customer also reported a battery out limit and a failed battery test limit alarm from the insulin pump. The reported that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.